Manufacturer narrative:
Patient information was unavailable from the site. No 510k provided due to this being a similar device report. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported fixation of the screw was performed using navigation, but there was a deviation of the screw towards the spinal cord was confirmed on the post-operative confirmation. It seemed that the error was about 2 cm. The operation was completed by switching to a c-arm. It was reported that there was a high possibility that it was not a deviation of the screw caused by the imaging system, but due to the inaccuracy of the navigation there was suspicion of a spinal cord injury. There was no other information reported about the impact of the patient due to japanese privacy laws. There was an unknown reported delay to procedure. This event is for the navigation system. See (B)(4) for the o-arm event.